Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an arthroscopy, the t2 of the fast-fix could not be deployed after t1 had been implanted. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection revealed the device was returned with the actuator fully triggered. The anchors and suture were not returned with the device. No physical damage visible to the device. A functional evaluation revealed the actuator could function as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4). A1: patient identifier must be in blank. There is confirmation there was patient involvement but there is no specific information about the patient.

Event description:
It was reported that during use in an arthroscopy, the t2 of the fast-fix could not be deployed after t1 had been implanted. T1 remained in the patient. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.